Manufacturer narrative:
Response to device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided limited information regarding the suspected false negative tests. Investigation could not be completed due to lack of information. Lot number, reader serial number or cartridge serial number were not provided.

Event description:
Customer reported receiving three false negative results on (B)(6) 2022 when using the cue covid-19 test for home and over the counter (otc) use (cartridge sns, lot number, reader sn not provided). Customer tested positive on (B)(6) 2022 with a sars-cov-2 pcr test at their physicians office. Customer was very symptomatic and experiencing breathing issues. Although requested, customer did not respond to technical supports attempts to obtain additional information regarding this false negative results.